Manufacturer narrative:
A revised data set had been pushed out by the facility in 2008 to avoid this type error, but this module was in use at the time and had not been powered down and cycled back on to accept the revised data set. Nursing mgr plans to discuss with appropriate staff at facility to educate about need to notify nursing of any data set revisions and proper steps to assure all devices receive the new data sets in a timely manner.

Event description:
Facility biomed reported overinfusion: pca morphine 1 mg/ 1/ml concentration in 30 ml volume was infusing at continuous rate 1.5 mg/hr, pca dose 1 mg, lockout 10 min, max limit 7.5 mg/hr. In 2008 at 2:45 am, a new syringe was installed. At 3:05 am the device alarmed for near end of infusion and syringe only had 5 ml left. Pt was fine with no side effects but narcan 0.2 mg given due to amount of morphine that had infused. Review of the device's event log showed the following. After inserting a new monoject 35 ml syringe at approx 2:45 am, user chose custom concentration programming option and incorrectly entered concentration of 1 mg / 30 ml. This resulted in the device calculating a concentration of 0.033 mg/ml. The infusion was started and the device infused at a new calculated rate of 45 ml/hr for continuous mode. A pca request was initiated at 2:55 am and the device started infusing approx 25.7 ml. The device alarmed for neoi and was paused by the user at 3:04 am after infusing a total volume of 26.7 ml. Root cause of the overinfusion appears to be programming error.